Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2006 the lay user/patient contacted lifescan alleging that his one touch basic enhanced meter would not power on. The senior medical affairs specialist mailed a letter, since the patient could not be reached by telephone. The patient described feeling sweaty, thirsty, dizzy, and unable to walk straight two days earlier. He attempted to test "many" times and was unable to obtain a blood glucose result. No actions were taken following the attempted use of the meter. He went to the ER at 1:30 pm and tested 380 mg/dl possibly on a one touch ultra meter. He was administered treatment intravenously for 4 hours and was advised that he was dehydrated. The customer care advocate (cca) confirmed that there had been no trauma to the meter, the battery had been replaced per the owner's manual instructions, and the batteries were correctly installed. The cca discovered through troubleshooting that the battery contacts were rusty/corroded. The cca walked the patient through pressing the power button and the meter did not power on. The meter, test strips, and control solution were replaced. It would have been helpful to know how long the patient had been unable to test due to the power issue, when he attempted to test in relation to developing symptoms, and his medication regimen. This complaint is being reported as an adverse event due to the following conclusion: the patient was unable to test due to the power issue, was symptomatic (sweaty, thirsty, dizzy, and unable to walk straight), tested 380 mg/dl at the hospital, received IV treatment, and was diagnosed with dehydration.